Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 latch inseparable magnet was missed. A field service engineer upon arrival main drawer 6 was not sensing closed even though the drawer was physically shut. The latch inseparable was replaced due to a missing magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 had failed to close and unable to recover failed storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.